Manufacturer narrative:
The suspected faulty power management board was discarded.

Event description:
It was reported that during a routine check prior to patient use, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not holding a charge. The customer attempted to troubleshoot with getinge technical support, however, service was requested by the customer. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified that the batteries were not charging. The stm noted that the console was seated in the cart, the customer had put fully charged batteries into the iabp unit, and that the iabp unit was plugged into ac power. The stm observed the led on the front of the cart was blinking intermittently and the battery capacity does not increase. Subsequently, the stm replaced the power management board, then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check prior to patient use, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not holding a charge. The customer attempted to troubleshoot with getinge technical support, however, service was requested by the customer. There was no patient involved and no adverse event was reported.